Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device failed pretest for lock operation, cutter insertion, temperature, ball bearing, and clatter. A visual and functional assessment was performed on the device which found that the device failed vibration assessment. It was observed that the device had worn out and damaged bearings causing it to fail the vibration assessment, which was consistent with normal wear over time. The assignable root cause was determined to be due wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and nose cone of the attachment device were damaged. It was observed that the identification of the device was unreadable. It was further determined that the ball bearings had fallen apart, the balls and cages were missing, and the extension sleeve was damaged. It was further determined that the caption was almost unreadable. It was noted in the service order that the device did not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the date the device was returned to manufacturer was reported as april 25, 2018 in the initial report and has been updated to may 17, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.